Manufacturer narrative:
The device used during the reported event was requested however it was not returned.

Event description:
A report received from a user facility in (B)(6), indicated the the cutter stopped working during the procedure however the aspiration was working fine. There was no report of injury or consequences to the patient.

Manufacturer narrative:
Correction to lot number.one collection cassette with tubing and two 25ga vit cutters were returned loose in a cardboard box. The original packaging was not returned therefore the lot number cannot be verified. The piercing spike on the IV tubing of the collection cassette has been broken off and is missing. The cassette and tubing are dirty with dried solutions and no testing can be performed due to the damaged tubing. The two vit cutters are taped together, the tip protectors were not returned. Visual examination found the tip of both cutters bent, the port windows are in the opened positions and the back caps are aligned correctly with the vent system. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. In the first cutter, the inner needle stopped retracting from the port window until the port is blocked by the inner needle, preventing cutting and aspirating. The second cutter had good clean cuts and aspirated as intended. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needle assemblies. Due to the conditions in which the cutters were returned, the cause for the bent needle cannot be determined.the lot/device manufacturing records were reviewed and found to be acceptable. The review of the complaint database did not find any other similar complaint for the v9088.the lot/device history review and trend analysis was considered acceptable and the product is performing within anticipated rates.a review of the complaint database indicated there have been no other complaints submitted against lot v9088.root cause cannot be determined due to the conditions in which the needles were received. The CAPA (B)(4) was closed on july 06, but it was still open when lot v9088 was manufactured. Per CAPA (B)(4) and qcr (B)(4) the vitrectomy tube set used on the stellaris pc packs and standalone pouched vitrectomy cutters were replaced with a new vitrectomy tube set. The new vitrectomy tube set provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tube set enhancement was implemented on the impacted pc packs and pouches accessories, including bl5525w.